Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) delivered inappropriate shocks due to incorrect interpretation of signal. Patient medication was adjusted. The patient was in stable condition.